Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 220 mg/dl and the sensor glucose was 60mg/dl at the time of the incident. The customer reported that in the morning delivery suspended, then on blood glucose 100mg/dl it started showing sensor glucose of 153mg/dl with 3 arrows up. Sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was suspended due to sensor glucose values of 90mg/dl. Threshold and low suspend limit in sensor settings was 75mg/dl. The sensor will not be returned for analysis.